Manufacturer narrative:
Company clinical eval comment: based on the info provided, the thermal burn, blister rupture, and wound as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow-up (june 29, 2015): new information received from the product quality complaint group included investigational results. Follow-up attempts completed. No further information expected.

Event description:
Burns [thermal burn], liquid-filled blister was formed, blister burst [blister rupture], open wound remained. The heat plate in the belt was deformed [product quality issue]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) (lot #:h43483, expiration date: 07/2016) from an unspecified date in (B)(6) 2015 for back pain. Relevant medical history was not reported. Concomitant medication included simvastatin acetylsalicylic acid (ass), enalapril (enalapril) and bisoprolol. Past product history included thermacare heatwraps from an unspecified date for an unspecified indication and well tolerated. On an unspecified date, the pt experienced burns. She reported immediately after the application of the heatwrap, a liquid-filled blister was formed. After contact, the blister burst and an open wound remained. She stated "the heat plate in the belt was deformed." The pt indicated the events were resolving but a slight crusting was noted on the wound. No surgical treatment was necessary. No further treatment was necessary. No long-term damage was expected. Action taken in response to the event was permanently withdrawn on an unspecified date. Therapeutic measures taken as a result of the event included treatment with an unspecified wound and healing ointment. Clinical outcome of the event was resolving. Add'l info has been requested and will be provided as it becomes available. F/u ((B)(6)2015): new info received from a contactable pharmacist includes: pt details, concomitant medications, suspect product indication, suspect product start date, action taken with suspect product, add'l events of product complaint, blister, blister rupture and open wound, therapeutic measures received and events outcome. This case assessed as a serious, reportable medical device report. Case closed. F/u attempts completed no further info expected.